Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gyn procedure, the pouch broke while retrieving the left ovary. The specimen fell into the patient but was retrieved without any harm to the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Devices (a and b) were received in good condition. The devices had been fully deployed. There was no bag and no suture returned with the devices. The anti-backup was engaged and the distal cam was locked out into the support tube. The anti-rotation, finger/thumb rings, and push-pull rods were intact. The support arms were inside the tube on one side of the distal plug. The support arms were attached to the push-pull rod and were in good condition. The support arm pin was intact. The distal plug assembly was in good condition. With the finger rings separated, the bullet and bullet spring were contained within the firing ring male. Since the bag was not returned for analysis we were not able to re-create the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process.